Event description:
The field engineer reported that the system displayed multiple error messages that rendered the system unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The system software and generator calibration files were rebooted. The system was then found to be operating as intended.